Event description:
This is 4 of 4 reports linked to mfg report numbers: 2648988-2021-00023, 2648988-2021-00024, 2648988-2021-00025. A facility reported that after accudrain with anti-reflux valve (ins8401) was placed in 4 different events, it was noted that the proximal stopcock was fractured. Additional information received indicates that nobody manipulated the stopcock. The nurse said they are always cognizant of where the tubing is when repositioning or rolling a patient. No delay in surgery has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Accudrain with anti-reflux valve (ins8401) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.